Event description:
It was reported that the user was unable to remove a connector and required assistance to twist the connector off using pliers, after which the patient proceeded with a full supply change. Customer care provided assistance that included troubleshooting. Investigation of this case revealed a connector removal difficulty associated with the connector component, with no functional pump alarms and no device failure identified after intervention. No reported adverse clinical symptoms. Outcomes included successful resolution of the usability issue with continued therapy following the supply change without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user technique.